Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results and hi display. The customer is concerned with the erratic tests results from results obtained of 483 and 205mg/dl and hi display. The expected fasting blood glucose test result range is 100-150mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/14/2020 and open vial date is 10/6/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation.